Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Visual inspection of the complete electrode revealed a curved orientation (vs. Straight) near the proximal end. The electrode underwent a series of tests to verify the conductor integrity, and it was confirmed to be electrically continuous. A surface abrasion was noted in the terminal boot area approximately 35-36 millimeters (mm) from the terminal pin, consistent with lead-on-can contact in combination with patient movements. An insulation abrasion was also noted approximately 110-125 mm from the terminal pin, which exposed one of the high voltage cables approximately 113-117 mm from the terminal pin. The high voltage cable insulation was also abraded and melted in this location; melted metal was noted on the high voltage cable. Surface level abrasions were noted in this location. Laboratory analysis concluded that the s-ICD attempted to deliver appropriate shock therapy per device programming; however, the high energy shock was delivered into the compromised electrode (i.e., a shorted lead condition), resulting in ineffective therapy delivery and damage to the internal circuitry. (B)(4).

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low out of range shock impedance measurements of 1 ohm post delivery of shock therapy. Sensing was noted to be appropriate prior to shock delivery, however, was noted to be sub-optimal post shock delivery. The patient reported hearing a snap sound at the time of shock delivery. Review of stored device memory by technical services (ts) noted the device needed to recharge for post shock pacing and the device aborted when attempting to charge for post shock pacing and recorded a charge timeout message. Ts discussed the potential indication of damage to the device circuitry due to a shock into a short condition. Ts discussed troubleshooting options including reviewing the system position on x-ray. An x-ray was performed and the system position appeared unchanged from implant. Ts recommended replacement of the s-ICD and electrode. Surgical intervention was undertaken. The electrode and s-ICD were explanted and replaced. No additional adverse patient effects were reported. This product has been received for analysis.